Event description:
It was reported the pt's therapy system was explanted due to lack of efficacy for her headache pain (off-label). It is suspected that this issue stems from the original placement of one of the leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.